Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of dyspnea, hyperkalemia, respiratory distress, acute exacerbation of chronic diastolic heart failure, fluid overload (fo), and pulmonary edema, which required hospitalization and pd therapy utilizing 4.25% dextrose dialysate. Per the pdrn, causality was attributed to the patient¿s non-compliance with the pd prescription and skipping pd therapy for 5 consecutive days. The events were unrelated to the utilization of any fresenius product(s) or device(s). Fo is a common and often preventable process. Patient related factors, such as non-compliance, are significant contributing factors limiting the efficacy of therapy. Based on the information available, the patient¿s liberty select cycler is disassociated from the events and subsequent hospitalization. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s adverse events. Furthermore, the patient continued to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency for several weeks following discharge. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has been feeling pain during treatment and was hospitalized. The patient¿s discharge summary was received and confirmed the patient presented to the emergency room (ER) on (B)(6) 2020 due to worsening shortness of breath (dyspnea) over the past several days and severe lower back pain due to lumbar nerve damage. The patient reported missing several days of pd therapy due to the liberty select cycler breaking down. The patient was placed on 4 liters of oxygen, given 40 mg of intravenous (IV) lasix and admitted for fluid overload (fo) and hyperkalemia (5.2 meq/l). Nephrology was consulted and ordered ccpd therapy utilizing 4.25% dextrose solution which was well tolerated. On (B)(6) 2020, the patient reported feeling ¿90% better¿ due to undergoing pd therapy and was certain the liberty select cycler would be working. The patient¿s final diagnosis upon discharge was respiratory distress, acute exacerbation of chronic diastolic heart failure, fluid overload, and pulmonary edema due to non-adherence to the nightly pd prescription. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient¿s treatment data revealed the patient skipped ccpd therapy for 5 consecutive nights. Following discharge, the patient utilized the same liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.